Event description:
It was reported per call report that the pt is no longer on the pump. The rn called to report a problem during an earlier transport to another facility. The rn stated that every time they unplugged the pump, it would alarm 20 minutes of battery time left and then very quickly after loose power (faster than 20 minutes). The clinical support specialist (css) explained that the rn needed to flag and pull this pump so it would not be used again. The css instructed the rn to have the pump taken to their biomed department for follow up.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.